Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for removal of the implantable cardiac monitor due to pain and discomfort at location of the device. The device was explanted, and the patient was discharged.

Manufacturer narrative:
Device was returned due patient discomfort. As received the device operating at normal mode. Analysis performed, including thermal and mechanical testing of the device, indicated that the device exhibited normal characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: previous g3 should have been reported as feb 25, 2021.